Manufacturer narrative:
The device was not returned and no other information is available. Without the delivery system, catalog and lot number and additional information/details, no further investigation can be performed.

Event description:
"Adverse event: aortic dissection: the product code and event date were unknown. Procedure: procedure: tevar (thoracic endovascular aortic repair) was performed using a relay plus stent graft system. Patient outcome: a-type aortic dissection was observed. Amount of blood loss was unknown. Ascending aortic arch artificial blood vessel replacement surgery was performed".